Event description:
Discordant advia centaur bnp and tni ultra results were obtained on patient sample. The results were not released to the physician(s). There was no report of adverse health consequences or patient intervention due to the discordant bnp and tni ultra results.

Event description:
Discordant advia centaur bnp and tni ultra results were obtained on patient sample. The results were not released to the physician(s). There was no report of adverse health consequences or patient intervention due to the discordant bnp and tni ultra results.

Event description:
Discordant advia centaur bnp and tni ultra results were obtained on patient sample. The results were not released to the physician(s). There was no report of adverse health consequences or patient intervention due to the discordant bnp and tni ultra results.

Event description:
Discordant advia centaur bnp and tni ultra results were obtained on patient sample. The results were not released to the physician(s). There was no report of adverse health consequences or patient intervention due to the discordant bnp and tni ultra results.

Event description:
Discordant advia centaur bnp and tni ultra results were obtained on patient sample. The results were not released to the physician(s). There was no report of adverse health consequences or patient intervention due to the discordant bnp and tni ultra results.

Event description:
Discordant advia centaur bnp and tni ultra results were obtained on patient sample. The results were not released to the physician(s). There was no report of adverse health consequences or patient intervention due to the discordant bnp and tni ultra results.

Manufacturer narrative:
Lab technician failed to follow instructions, event occurred due to operator error. The customer placed the base reagent in place of the wash 1 reagent. A siemens field service engineer (fse) was dispatched to the customer site. The fse flushed and primed the system. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
Lab technician failed to follow instructions, event occurred due to operator error. The customer placed the base reagent in place of the wash 1 reagent. A siemens field service engineer (fse) was dispatched to the customer site. The fse flushed and primed the system. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
Lab technician failed to follow instructions, event occurred due to operator error. The customer placed the base reagent in place of the wash 1 reagent. A siemens field service engineer (fse) was dispatched to the customer site. The fse flushed and primed the system. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
Lab technician failed to follow instructions, event occurred due to operator error. The customer placed the base reagent in place of the wash 1 reagent. A siemens field service engineer (fse) was dispatched to the customer site. The fse flushed and primed the system. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
Lab technician failed to follow instructions, event occurred due to operator error. The customer placed the base reagent in place of the wash 1 reagent. A siemens field service engineer (fse) was dispatched to the customer site. The fse flushed and primed the system. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
Lab technician failed to follow instructions, event occurred due to operator error. The customer placed the base reagent in place of the wash 1 reagent. A siemens field service engineer (fse) was dispatched to the customer site. The fse flushed and primed the system. The instrument is performing within specifications. No further evaluation of the device is required.